Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available

Event description:
Instrument failure - what appears to be broken drill bit identified post surgery by xray. This fragment was not caught by surgeon or surgical staff during procedure.